Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) evaluated the iabp unit for the reported issue of "autofill failure", troubleshot to the scroll compressor. This is an out of box failure on a newly installed scroll compressor, to fix the issue the fse replaced the scroll compressor and tested all autofill options, which all functioned properly. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue of "autofill failure", troubleshot to the scroll compressor. This is an out of box failure on a newly installed scroll compressor, to fix the issue the fse replaced the scroll compressor and tested all autofill options, which all functioned properly. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.